Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include hwc. (B)(4). The k-wire broke inside one of the surgical instruments; device was not implanted or explanted. Per facility, a portion of the k-wire remained jammed inside of the compression distraction instrument, which was received for evaluation on may 9, 2016. The other portion of the device was discarded. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. (Note: the reporter indicated that a portion of the broken k-wire was stuck in the compression distraction instrument. That instrument was received by the manufacturer on may 9, 2016 and is currently entering the complaint system. If it is confirmed that a piece of the k-wire is retained in the instrument, further investigation details will be reported.) Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a 2.0mm k-wire with drill tip broke inside of a compression/distraction instrument during an ulna shortening osteotomy procedure on (B)(6) 2016. The breakage occurred as the wire was being inserted into the instrument. A piece of the k-wire remains jammed inside of the compression device; the other portion of the wire has been discarded. No patient harm was reported and no delay in surgery was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one (1) compression/distraction instrument (part 03.111.907, lot 8291946, and mfg. 03/2013) was returned with a complaint stating that a 2.0mm k-wire (part 02.111.903.01, lot unknown) broke off inside of the compression/distraction instrument intra-operatively. A piece of the k-wire was jammed inside of the compression device and was unable to be retrieved and the remaining pieces were discarded. No patient harm or surgical delay was reported. The complaint was able to be confirmed at customer quality as the device was received with a piece of a k-wire jammed in the right most cannulation of the right clamping body. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Replication with the device is not applicable as the k-wire was received broken and jammed in the compression/distraction device. Although the definitive root cause cannot be determined without the details surrounding the insertion of the k-wire, there is a possibility that off-axis loading and/or hard cortical bone led to the breakage of the power driven k-wire. Any angulation at the time of breakage could have potentially cold-welded and jammed the k-wire in the compression/distraction instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.